Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic duodenal switch, the needle of the device fell into the patient and retrieved with graspers. Opened a new device and suture load in order to complete the case. No patient injury noted. Patient status: alive - no injury.